Event description:
Patient states (B)(6) 2021, cassette was not recognizing on current and backup pump, patient also changed her line to make sure it was not the tubing and changed batteries and still not working, patient then did another whole cassette change/ mix and infusion was working perfectly fine. Patient states it was that cassette that was not working correctly. No dose disturbance. No change in breathing patterns. Reported to (B)(6) by: patient/caregiver.